Event description:
In 2008, the patient reported experiencing elevated blood glucose and e4 (occlusion) errors for a few weeks. At the time of the report the patient had disconnected from her infusion device and she had injected insulin to lower her blood glucose (value not provided). She stated that she had changed the infusion site and tubing several times and she was able to initially prime, but would receive e4 errors after a "couple" hours of use. To troubleshoot the patient was instructed to reconnect to her infusion device and to perform a prime. She received an e4 error. She was then instructed to disconnect from her infusion site and to perform a prime and she again received an e4 error. She removed the infusion tubing from the infusion device and was able to prime without error. She stated that her insulin cartridge had been in use for 6 days. She stated that she normally changes her infusion site every 3 days, her infusion tubing every 6 days, and the insulin cartridge every 9 days. She stated that repeated e4 errors and elevated blood glucose begin after the insulin cartridge has been in use fo 4-5 days. She was advised to change the infusion site, tubing, and insulin cartridge and she was able to prime without error. She stated that the insulin appeared to be crystallizing in the infusion tubing. She stated that she would begin using half cartridges and changing the insulin cartridge more frequently. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.